Manufacturer narrative:
G4: 25aug2020, b4: 15sep2020 . The device was in clinical use when the event occurred. The malfunction caused a delay to patient care, but there was no patient harm.the customer reported that the device experienced three alarms (backup alarm failed, auxiliary power supply failed, and 35 v power failed). The service engineer replaced the power management printed circuit board assembly (pcba), which resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the complaint investigation revealed that the device was not in clinical use at the time of the device malfunction. It was being set up or use which resulted in a delay in therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported a high priority alarm annunciated when they started the device. It is currently unknown if the unit was in use on a patient.